Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound under the lifevest. Patient described the area as brush burn mark. There were no allegations of any bleeding, oozing or weeping wounds, there was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention, reporting out of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.